Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and failed back surgery syndrome. It was reported that the patient was charging too frequently. The patient stated that they used to be able to charge their ins every 4 days, and now has to charge it every 2 days. The patient also stated that their ins is shutting off on it's own. The patient stated they have to turn it on using the patient programmer. The patient stated that they were told that it's almost time to change their ins. Patient services told the patient that the recharge interval increases when the ins nears end of service. The patient stated that the stimulation will turn off when the ins turns off. The patient requested doctor listings for the area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.